Event description:
It was reported the stent was unable to reach the lesion following balloon angioplasty. Several attempts were made to advance the stent system to the lesion which resulted in the stent breaking. The stent system was successfully removed from the patient and the procedure was subsequentially discontinued. There was no consequence or impact to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device found a large amount of blood in the catheter outer body. The strain relief was found wrinkled under the strain relief as well as 4.5 cm distal to the strain relief in an accordion type pattern. The outer body was severely compressed on several places along its distal shaft and noted to be kinked on its proximal shaft. The inner body bumper marker was protruding through the outer body distal end. The inner body was kinked and separated on its proximal shaft. A lot of friction was felt when the inner body was pulled and advanced in the outer body. A large amount of blood was found in the inner body. Attempts made to flush the outer body with water were not successful. The guidewire returned inside the inner body was separated on its proximal section. The guidewire distal 1.5 cm section was protruding through the inner body distal end. Attempts made to remove the guidewire were not successful. The stent was returned loaded in a syringe. A functional analysis could not be performed due to the damages noted to the device. The anomalies noted to the device are indicative of resistance while advancing the inner body to deploy the stent. The cause of high friction cannot be definitively determined, although the amount of blood found on the device is indicative of a lack of sufficient flush. However, high friction most likely caused the physician to apply excessive force between the inner and outer bodies in an effort to deploy the stent resulting in the observed breakage. From the information provided, the most likely cause of the high friction was the tortuous anatomy causing the performance of the device to be limited. Therefore a root cause of operational context was assigned.

Event description:
It was reported the stent was unable to reach the lesion following balloon angioplasty. Several attempts were made to advance the stent system to the lesion which resulted in the stent breaking. The stent system was successfully removed from the patient and the procedure was subsequentially discontinued. There was no consequence or impact to the patient.